Event description:
Complainant alleged that while treating a patient in cardiac arrest, electrodes were attached to the patient and the associated defibrillator displayed a "check pads" message. Another set of electrodes were then obtained and the defibrillator functioned appropriately. Complainant indicated that the patient subsequently expired.